Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip has signs of use. The shaft covering has been ripped and pulled back, exposing the metal shaft beneath it. Functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the wand produced plasma as expected and had no issues activating coag. The resistance measured at 1.05 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (the device coming into contact with a hard (metallic) object, improper insertion or removal from an apparatus or excessive force applied to the tip). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a hip arthroscopy, the black polymer coating of an ambient hipvac wand started to shear away. After visual inspection, the fragments were removed from the patient. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. No further complications were reported.